Event description:
The following info was received from the affiliate. The pt returned three weeks post index procedure with an acute mi. A cag was conducted and the cypher stent implanted in the lad was occluded with thrombus. To treat the thrombus, aspiration was conduced and then plain old balloon angioplasty. There was restenosis in the cypher implanted at the lcx, but guidewire would not pass so it was not treated. The procedure was finished. Pt is in stable condition.